Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. The following fields have been updated accordingly: b5: the procedure was a cystoscopy, and the device was inspected before use. There was a three to five (3-5) second delay, there was no anesthesia involved, and the other device used for the procedure was a cystoscope. The procedure was completed with the same set of equipment. D/concomitant medical products: cyf-v2 cystoscope therapy date 03 november 2022.

Event description:
The procedure was a cystoscopy, and the device was inspected before use. There was a three to five (3-5) second delay, there was no anesthesia involved, and the other device used for the procedure was a cystoscope. The procedure was completed with the same set of equipment.

Event description:
The user facility reported to olympus that during an unknown procedure, the image would go in and out when moving the paddle with the visera pro video system center. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and is in process. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issues. The device was returned to olympus for inspection and the reportable malfunction (video goes in and out/intermittent image) was confirmed and determined to likely be the result of wear of the video-jack pin. In addition, the following non-reportable malfunctions were found during the device evaluation: damaged front panel and worn video connector pins. Olympus will continue to monitor field performance for this device.